Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2011) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d3, d4 (catalog number, lot number, UDI, expiry date), d.6b, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with three abdominal wall hernias and two ventral and umbilical hernias thereby underwent open repair with implant of sepramesh ip. Per op notes, ¿a midline incision was made above the umbilicus to the left of it and then in the midline below the umbilicus. Herniated fat was noted to be coming through the umbilical hernia and it was removed. A sepramesh ip was placed onlay and secured with sutures on the right and left.¿ on (B)(6) 2020 - patient was diagnosed with abdominal pain and recurrent ventral hernia thereby underwent laparoscopic repair with excision of sepramesh ip. Per op notes, ¿an incision was made and abdominal wall was elevated. The hernia was identified in the midline above the level of the umbilicus. Incision was made through the old wound. Dense fibrosis was noted around the umbilicus where the previous mesh was placed. A hernia was noted just above this mesh and it was dissected free. The sepramesh ip was excised. Dense fibrosis around the mesh was noted. And the mesh was found to be somewhat folded upon itself. All the fibrotic area where the mass was completely excised along with some of the fascia. Wound was irrigated and fascia was closed with suture.¿ on (B)(6) 2020 - patient was diagnosed with postop abdominal wall seroma and pain thereby underwent aspiration and drainage of abdominal wall fluid collection. Per op notes, ¿partially loculated fluid collection in the anterior abdominal wall was noted and fluid sample was drained.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.